Event description:
It was reported that during a ptca/stent procedure of a lesion located in the proximal left anterior descending artery, after crossing the bmw, the physician inflated the ml hp at 14atm. At that time the od of the site from the proximal balloon to the shaft connection looked to be bigger on cine. The physician deflated the system without any problem and pulled it into the guiding catheter. When the balloon came out of the guiding catheter, something was found at the distal end of the guiding catheter on cine. It was inflated like soap bubbles. It is believed that the distal end of the guiding catheter was blocked and the st value increased. The system was removed with force. The pt is currently doing fine. This is being reported as a malfunction MDR based on the returned product evaluation results.